Event description:
A report was received that the pt would undergo an explant as the ipg had protruded through the skin. The physician ended up repositioning the ipg as the pt's pocket had not healed properly. For now the pt is doing well.